Event description:
It was reported that the customer was unable to charge the pump. Reportedly, the usb charging port of the pump was blocked with debris. There was no adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.